Manufacturer narrative:
Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver clonidine [400 mcg/ml] at 119.4 mcg/day, bupivacaine [16 mg/ml] at 4.776 mg/day, and dilaudid [4 mg/ml] at 1.1840 mg/day, indicated for malignant pain and cancer pain. It was reported that a motor stall was seen upon interrogation. The event date was noted as (B)(6) 2018. The patient had not recently had an MRI (magnetic resonance imaging). It was reported that the pump status and/or event log showed that a motor stall occurred and the stall was active. It was reported that the patient experienced withdrawal. Additional information was received on (B)(6) 2018. It was reported that it was the second time the pump had stalled. It was stated that it was restarted, and then it did restart, but this second time, it was almost 48 hours, and the doctor decided to replace. The motor stall was resolved; the pump was replaced. It was stated that the withdrawal had been resolved. It was indicated that the pump would be sent being sent back to the manufacturer for analysis. The patient's weight at the time of event was unknown. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.